Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.

Event description:
It was reported that the patient had an infection at the lead site. The infection was treated with IV antibiotics and oral antibiotics. Surgical intervention was undertaken, and the system was explanted at an unknown date. The infection is now resolved.

Manufacturer narrative:
An infection at the lead site was reported to abbott. The infection was treated with IV antibiotics and oral antibiotics. Surgical intervention was undertaken, and the system was explanted. The infection is now resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.